Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removal due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on 02-aug-2016 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Subsequently plaintiff had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removal due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and complication associated with device ("device complications") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (surgery to remove essure) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, complication associated with device, alopecia and depression outcome was unknown. The reporter considered alopecia, complication associated with device, depression, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event medical device removal deleted and event hair loss, depression, abnormal bleeding, pain was added and essure start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code knh was replaced with (B)(4).